Event description:
Fmc product complaint rec'd reporting internal "blood leak" with the fourth use of the dialyzer. Blood was sensed in the dialysate. Blood loss to the pt was estimated at 250cc due to discard of the extracorporeal circuit of blood. Pt remained stable with no medical intervention necessary. Dialysis restarted with another dialyzer without further incident. MDR filed due to blood loss reported. Complaint sample saved for evaluation.